Event description:
Litigation papers allege: on or about (B)(6) 2010, patient was implanted with a depuy pinnacle mom hip on her left side. Patient has experienced swelling, inflammation, groin pain, hip pain, complications with the opposite hip, swelling in the left ankle, and problems sitting, standing, and moving up and down stairs. Patient now faces the potential for a revision surgery in the future. **update** (B)(6) 2012 - medical records were received by legal. Part/lot information was identified. Records are available on disc if needed for additional review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records were received by legal. Part/lot information was identified. Records are available on disc if needed for additional review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
There were no new allegations reported.